Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the device was received and evaluated at the service center. The reported complaint that the generator displayed error code 200 ref 25, was unable to be confirmed. However it was found that the output of the generator was low because of a defective psu board. The psu board was replaced and the device was tested and found to be working according to specifications. Since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the fiel

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure the vapr vue generator device after vaporization feature became out of order. It was reported that the generator and probe were postoperatively re-connected to see if the devices would work correctly. This time the devices worked normally. Therefore, the hospital used the same generator and probe during an ensuing procedure also. However, the generator showed "error code 200 ref 25 and the devices were not used anymore. It was not reported if there were any delays in the surgical procedure or whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.